Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the left master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi received the part involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the reported complaint. Fa installed the mtm on an in-house test system and it triggered error 25521 upon powering up.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair procedure, the customer had issues with the left master tool manipulator (mtm). The procedure was completed as planned with no reported patient harm, injury, or adverse outcome. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the system was not inspected or observed for issues prior to use for the case. After the customer had attempted some troubleshooting, they chose to use another console to complete the case.